Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform stapler, lot number l11221006 0443 was returned and failure analysis testing was completed. Based on log reviews, the instrument was found to have multiple engagement failures, error code 22020, wrist pitch axis failures and roll hardstop failures. The engagement failures were replicated during in-house testing. The instrument failed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. Additional observations not reported by site that are related to the customer reported complaint were also identified. The housing was removed and the instrument was found to have a loose snake wrist cable at the proximal end. When the wrist cover was removed it was observed that the snake wrist cable was broken at the distal end. The instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated and friction was observed. A blue sureform reload 60 was returned along with the sureform stapler, but there was no reported issue with the reload. Upon visual inspection, the reload appeared to be unused and unfired. The reload was fired successfully with an in-house instrument when placed on an in-house system. All staples deployed from the reload. The arm drape that was used during the procedure was returned. There was no reported complaint against this part. The drape did not appear to have any damage or any components missing.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The customer confirmed that both staplers instruments along with the drape will be returned to isi for failure analysis evaluation. This complaint is being reported due to the following conclusion: the customer converted the da vinci-assisted surgical procedure to open surgery due to engagement issues of the sureform stapler 60 instruments.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the system had engagement issues with a sureform 60 stapler instrument. After multiple attempts, the customer was able to get the instrument to engage. After replacing the stapler reload, the engagement issues started again. The customer opened up a second stapler instrument but the engagement issues continued. The surgeon elected to convert the procedure to open surgery due to this issue and the amount of time the patient was under anesthesia. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted multiple engagement errors for the stapler instrument on universal surgical manipulator (usm) #3. The tse recommended that the customer send the suspect stapler instruments back along with the sterile adapter and cannula seal. The procedure was converted to open surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was inspected prior to procedure and there was no issue noted. The procedure had been in progress for 6-7 hours when the issue occurred. The sureform 60 stapler instrument(s) would not connect to the arm; therefore, bowel could not be stapled robotically. The tse was contacted after the surgeon had decided to convert the case to open surgery as the surgeon could not wait for further troubleshooting. The procedure was converted to open surgery due to the stapler instrument issue. There was no unexpected tissue removal or no bleeding occurred. There was no collision with any other instrument or tools. There was no harm to the patient.